Event description:
A malfunction was reported on a pump by the caller. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if the issue persisted.